Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt/check belt" messages, service code 204-belt unusable) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon investigation, there was an open along the yellow (pgnd) wire inside the trunk cable. The cause of the test failure and the reported alarms is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt/check belt" messages and service code 204 (belt unusable).